Event description:
It was reported that the pt underwent a spinal surgical procedure to replace the 6.5 mm s1 screws to 8.5mm screws. The procedure went well at left side, however, while operating on the right side s1, a noise was heard while implanting the screw. From then, the screw could not be driven any more with the screwdriver. The screw head was rotating with the screwdriver, but not the screw post. Therefore, the half inserted s1 screw could neither be inserted further nor be removed. The screw at right l5 also had to be replaced to a longer sized screw in order to coordinate the alignment of the construct because s1 screw was too proud. The procedure was completed without any further complications. In addition, after the procedure, the returned screwdriver was checked, no abnormality was found.

Manufacturer narrative:
(B) (4): the devices that were used in the surgery were not returned. Review of submitted pictures of the screwdriver did not reveal any functional or material defect.